Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Pacing failure relative to the subject device was reported. Interrogation revealed a ventricular lead measurement over 3000 ohms, since (B)(6) 2012. An x-ray examination, did not identify a lead issue. The device was reprogrammed to unipolar configuration, which resulted in appropriate measurements (impedance around 450 ohms, threshold 0.5v/0.35ms, r wave amplitude >15mv). No additional actions were performed, and a follow-up will be performed after 3 months.